Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that he receives a failed battery test whenever he puts a new battery into the pump. Customer was advised to clean the battery cap contacts. Troubleshooting was performed but the customer received another failed battery test. Customer was advised that the pump needs to be replaced. Customer called back and stated that he does not need any further assistance. He was able to clear the alarm and reinstall a new battery. Customer stated that the pump is working fine and he does not need a new pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.